Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with reported blood glucose values up to 400 mg/dl since early morning and a current value of 377 mg/dl, and was advised to change the infusion site; due to a prior stroke limiting hand use, the user could not perform the site change and was advised to initiate backup therapy until assistance was available. Symptoms included elevated blood glucose. Outcomes included temporary interruption of usual therapy and initiation of backup therapy. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a suspected infusion site or delivery issue not confirmed due to inability to change the site at the time of the call. It was concluded that the event was non-serious and related to hyperglycemia of undetermined cause, with appropriate interim management advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.